Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. The reported problem was duplicated during power up process. Error history log review found a check syringe flange sensor error. The root cause of the reported issue was found to be the optocoupler did not operate as intended. Actions were taken to mitigate the reported issue: replaced the optocoupler and performed power up test and device operate normally.

Event description:
It was reported that the pump had a check syringe plunger sensor error. No patient injury was reported.